Manufacturer narrative:
Subject device remains implanted. Scheduled for removal/replacement (B)(6) 2019.

Event description:
Patient diagnosed with capsular contract, baker grade IV - left-side device.